Event description:
It was reported that preparation of a nc trek balloon delivery catheter was done outside the patients' anatomy and submerged in the saline according to the instructions for use manual. During a moderately calcified, mildly tortuous, 75% stenosed, concentric, mid, left anterior descending (lad) artery interventional procedure of a restenosed non-abbott stent, a nc trek balloon delivery catheter was advanced without resistance and inflated to 18 atmospheres. On the second inflation of 18 atmospheres the nc trek balloon ruptured. Reportedly, the balloon ruptured due to the interaction with the non-abbott restenosed stent. The nc trek bdc was removed without resistance and a non-abbott bdc was used to complete the procedure successfully. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: athlete eel lite; guide cath: (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.